Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report that the wire guide and the coil spring was broken. The product was sent to the supplier for review and confirms the eval below. The wire guide was returned in two separate sections. One section contained a section of only the coil spring and the other section consisted of the coil spring, core wire, and the safety wire. It was noted that the distal ends of the core wire and safety wire were exposed. It was also noted that the coil spring had extensively unraveled on both sections returned. In an effort to determine if a section of the core wire and safety wire was missing, a direct visual comparison was made with an unused wire guide. The visual examination of the ends of the core wire and the safety wire appeared to be broken at the ends when compared with the unused device. It was also noted that at the two ends of the wire guide the very end of the tip was missing from the distal coil spring section and was not included in the return. A dimension verification was attempted to provide further info pertaining to the possible missing sections of the coil spring, core wire and the safety wire, however, due to the condition of the returned product this was unattainable. Therefore, due to the damage to the wire cannot be determined with certainty however, it is likely a segment of the core and the safety wire is missing and was not included with the returned device. A review of the potential lot numbers was conducted for the wire guide and ten potential lot numbers were identified. It was confirmed that the potential lot numbers involved all passed the incoming qc inspection and no discrepancies were found and the product was released for distribution. The device history record for the lot number associated with finished product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to the condition of the returned product and a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Instructions for use contain the following. Precautions: during placement and use, care must be taken to avoid cutting, crimping, or damaging components. Note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wireguide to the tip of the endoscope, not into the endoscope channel. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push are subjected to a visual inspection to ensure device integrity. A review of the device history confirmed that this lot met mfg requirements prior to shipment. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the incoming qc records confirmed that the potential lots involved met mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic gastrotomy, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide of the set was inserted. As the snare captured the wire guide from the trocar inside the pt's stomach, the wire guide became frayed. As the wire guide appeared out of the pt's mouth and the snare released it, a tiny section of the wire guide was exposed at the point of snare contact. The wire guide had completely broken apart. This made it difficult for the wire guide to advance through the tip of the feeding tube to facilitate tube placement. In spite of the difficulty with the wire guide, the feeding tube placement was successful. Our lab eval of the returned wire guide confirmed a break in the core wire, which has been established as a reportable occurrence. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that the wire guide breakage almost caused a complication to the pt. In response to our questions regarding the pt outcome, the following info was provided by the medical facility. A section of the wire guide did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.